Event description:
The customer reported the product problem caused a delay of about 1.5 minutes. The procedure was completed with new suction valve. There was no procedure postponement.

Manufacturer narrative:
This report is being filed to provide additional information provided by customer. Updated fields: b5 and g6.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the rubber ring of the suction valve remained on the connection of the scope. This issue was found during procedure. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information:h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was reproduced. When the rubber ring was attached correctly, it would not come off; however, when attached incorrectly, the ring would come off after being attached to the and from the suction cylinder. It is likely the reported event occurred because it was not fully attached. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: 8 assembling and inspecting the suction valve 8.1 assembling the suction valve 1. Press the valve into the main body as shown in figure 6. 8.2 inspection after assembling (figure 6) 3. Verify that the valve is correctly attached to the main body. 4. Visually inspect the valve and the spring for cracks. Olympus will continue to monitor field performance for this device.